Event description:
Fact: screw on gear 2 was loose and resulted in detector 2 moving radially and freely. Corrective action was to implement fmi 280 (field modification indstruction). After further investigation by the department of engineering, it was found that this problem is comparable to MDR # 14232532000000001, and should be reported.